Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. The combination of xdcr faults at power-up with the successful calibration of all transducer's (xdcrs) indicates that the auto-zero solenoids can be slow to respond. These slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number (B)(4). This issue has been addressed in (B)(4).